Manufacturer narrative:
As reported, optifix fixation device failed to fixate the mesh. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ not returned.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, while attempting to fixate the ventralight st mesh using optifix fixation device, the fasteners did not fixate to the mesh. As reported, the surgeon felt resistance while firing the first fastener and the second or third fastener jammed within the device. It was reported that three fasteners were removed from the patient's body. As reported, there was some delay in procedure due to the device issue and another optifix device was used to complete the procedure. There was no reported patient injury.